Event description:
It was reported that a pump constantly alarmed "air-in-line" during an infusion in the emergency room. It was additionally reported that the alarm was confirmed through testing at the facility. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The eval confirmed that the pump constantly alarms "air-in-line," caused by a failed ultrasonic sensor. The baxter device eval found the lower reading on the ultrasonic sensor with a fluid filled tube to be below specification which would make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.